Event description:
Consumer complaint of about high blood results. Customer normally ranges 160-180mg/dl two hours after breakfast. Based on parkes error grid analysis, the bias between the highest result in memory (160) and the lowest normal result (419) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.